Manufacturer narrative:
Terumo did receive the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the inlet to the centrifugal pump fell off. The product was changed out; there was approximately 300 cc's of blood loss and the surgery was completed successfully. There was no reported injury to patient.